Manufacturer narrative:
Results: bd received 100 samples from the customer facility for investigation. Thirty customer samples were evaluated for sleeve leakage/function through draw testing with ten tubes per luer adapter. Water was used as a test media. There were no sleeve functional issues identified (leakage,recover). The samples were evaluated and the customer's indicated failure mode for leakage into sleeve during blood collection with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is indeterminate.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked into the sleeve of a bd vacutaine® safety-lok¿ blood collection set during use. No injury or medical intervention.